Event description:
It was reported that customer fell on top of insulin pump causing insulin pump to crack and display anomaly. Insulin pump would be replaced.

Manufacturer narrative:
Unit received with missing segments display due to bleeding lcd glass. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.